Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in the silicone segment that ruptured when the tubing was removed from pump resulting in the iron solution in the set getting onto the clinicians clothing and the walls and ceiling in the room. There was no patient or clinician harm reported.